Manufacturer narrative:
Mindray service reps could not duplicate the issue, reseated all cables and calibrated a safety tested unit to factory specifications.

Event description:
Customer reported an issue with the spectrum monitor which may have resulted in a loss of spo2 monitoring. No pt injury was reported.